Manufacturer narrative:
The associated complaint device was not returned. Without the actual product involved and or device information, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. No further actions are being taken at this time.

Event description:
It was reported that during a tha, metal shaft fractured during impaction. Medical device reprocessing was unable to sterilize it due to fracture line in metal shaft. No delay. Backup device available. No impact or injury to patient reported.